Event description:
Healthcare professional reported that 5 days after injection with four syringes of "juvederm voluma" in the cheeks and "a tiny bit" in the nasolabial folds and marionette lines, the patient initially reported "severe swelling" where the swelling would "migrate from side to side" in the cheek area. Healthcare professional saw the patient the following day and confirmed the patient's symptoms. Patient was treated with prednisone, which improved the swelling. Approximately two weeks later, the area became infected and the patient developed pustules. Healthcare professional performed an incision and drainage of the affected area. A gram stain and culture was also performed on the drained "pus," both of which came back negative. Healthcare professional noted that the patient was referred to an "ent for evaluation after 2nd incision and drainage to see if surgical intervention might be necessary, but patient [is] already clinically improving." Patient was also treated with minocycline, clindamycin and hylenex. Patient was concomitantly injected with restalyne in the "tear trough area," as well as botox in the glabella.

Manufacturer narrative:
The event of induratin is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Event description:
Further follow-up with the healthcare professional provided the following additional information: symptoms had initially resolved approximately 1.5 months after treatment, however "indurated site" recurred two months later in the left nasolabial fold along with pustule swelling. Patient was treated with incision and additional drainage and hylenex. Symptoms have since resolved.

Manufacturer narrative:
Unique identifier (UDI) #: not applicable. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The events of swelling, infection and pustules are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events.